Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer displayed a black screen. However it was noted that there was a deviation between the stylus and the cursor on the screen. It was further noted that the left and right latch cord bay, upper and lower bullets were worn, upper (a) handle was fractured, left keyboard hinge was broken, a cut was observed in the cable from the stylus and the overall shielding was visible (but stylus was working correctly) and display frame was broken/fractured by the right upper hinge. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.